Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013 (previously reported) and in current fu (B)(6) 2013) was reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet document received. Patient demographic, essure start date , indication updated .event injury was replace with chronic pelvic pain ,abdominal pain and migration. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2007, (B)(6) 2015), irregular menstrual cycle, pap smear abnormal, gardnerella vaginalis vaginitis, trichomonal vaginitis, chlamydial infection, gonorrhea, gestational diabetes and irregular menstrual cycle. Concomitant products included estrogens conjugated (premarin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("pain right hip pain"), 1 day after insertion of essure. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2015, the patient experienced dental caries ("dental problems : tooth decay"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), gestational diabetes ("gestational diabetes") and menstruation irregular ("irregular menses"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dental caries, migraine, arthralgia, gestational diabetes and menstruation irregular outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, dental caries, device dislocation, gestational diabetes, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013 (previously reported) and in current fu ((B)(6) 2013) was reported. The approximate number of coils on the right side was 10 and on the left 8. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-mar-2020: pfs received : event "irregular menses" added, previously reported event "dental problems" pt updated to "dental caries". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2007, (B)(6) 2015), irregular menstrual cycle, pap smear abnormal, gardnerella vaginalis vaginitis, trichomonal vaginitis, chlamydial infection, gonorrhea, gestational diabetes and irregular menstrual cycle. Concomitant products included estrogens conjugated (premarin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("pain right hip pain"), 1 day after insertion of essure. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2015, the patient experienced dental caries ("dental problems : tooth decay"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), gestational diabetes ("gestational diabetes") and menstruation irregular ("irregular menses"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dental caries, migraine, arthralgia, gestational diabetes and menstruation irregular outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, dental caries, device dislocation, gestational diabetes, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013 (previously reported) and in current fu ((B)(6) 2013) was reported. The approximate number of coils on the right side was 10 and on the left 8. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 1999, (B)(6) 2000, (B)(6) 2007, (B)(6) 2015), irregular menstrual cycle, pap smear abnormal, gardnerella vaginalis vaginitis, trichomonal vaginitis, chlamydial infection nos, gonorrhea, gestational diabetes and irregular menstrual cycle. Concomitant products included estrogens conjugated (premarin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced arthralgia ("pain right hip pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and gestational diabetes ("gestational diabetes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, arthralgia and gestational diabetes outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, device dislocation, gestational diabetes, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013 (previously reported) and in current fu (31-may-2013) was reported. The approximate number of coils on the right side was 10 and on the left 8. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dental problems, migraines / headaches, pain, pregnancy (no complications), pain right hip pain, gestational diabetes, did not undergo confirmation test, device ineffective. Reporter information, aka name, concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.